Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt turned off her device in (B)(6) 2012 and has not been charging the device since that time. It was reported the pt's entire body felt hot at the time, and continues to feel hot and has to sleep with ice packs to stay cool. It was also reported that the pt wants the device removed. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.